Manufacturer narrative:
Device alarmed e70 during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to e70 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level unknown. The customer was assisted with troubleshooting. Customer reports the drive support cap was normal. Customer was able to complete clear the alarm. The customer also reported that the insulin pump was not been exposed to high magnetic field. The customer was performing rewind process but received the motor error. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.